Event description:
On june 23, 2024, in the (B)(6) hospital, after the patient's intravenous infusion was finished and the tube was sealed for the patient, it was found that there was leakage in the package of the 5ml catheter flusher, which could not be used any further. The defective product was immediately discarded and replaced with a new product of the same type, which did not affect the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up it was reported there was leakage in the package. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe in its packaging flow wrap. In the flow wrap, there is a droplet of a solution. No other defects or imperfections were observed. A device history record review was completed for provided material number 306594, lot 3206761. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. On (B)(6) 2024, in the third ward of (B)(6) hospital affiliated to (B)(6) university, after the patient's intravenous infusion was finished and the tube was sealed for the patient, it was found that there was leakage in the package of the 5ml catheter flusher, which could not be used any further. The defective product was immediately discarded and replaced with a new product of the same type, which did not affect the patient.